Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling, defib testing, ECG testing, internal inspection of power and display connections, and stress testing without duplicating a malfunction. The main power switch was inspected with no discrepancies found. The battery returned with the unit was found to have a low capacity, but it could not be confirmed if it was the battery being used during the reported event. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with customer report.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.